Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were reviewed and the logs recorded two sessions on the date of issue. Multiple transitions to the navigation task were observed in one of the sessions. Logs also recorded multiple "infrared interference error," but it did not capture any other abnormalities related to the reported inaccuracy. Archives consisted of two computed tomography (CT) scans and two magnetic resonance (mr) exams where mr-1 and CT-5 scans were successfully merged together by taking CT-5 as a reference. The provided archive did not record any plan data; however, two passing registration data points with error metrics of 1.9 millimeters (mm) and 1.6 mm were observed. The user collected a good amount of trace points around the patient, but a few of the points were sunken beneath the skin, hence suggested using a lighter touch while collecting points. As per the case details, after completing a successful registration and draping the patient, the surgeon placed the tip of a probe at the entry point and reported navigation was showing 10 mm off the surface of the skin. Suspected a frame movement after putting the drape, but logs and archives would not be helpful in finding the root cause of the reported inaccuracy. The information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. Codes: b01, c19, d15 h2) please see section d9 for when the device became available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that after completing a successful registration and draping the patient, the surgeon placed the tip of a probe at the entry point and reported navigation was showing 10 millimeters (mm) off the surface of the skin. The site undraped and passed another registration which resolved the issue. There was no impact to patient's outcome and surgical delay was reported as 15-minutes. The site and manufacturer representative believed the reference frame/arm assembly was moved during draping.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735762, software version: 2.1.0.  H3, h6) the system was serviced in the field and the system performed as intended. No faults were found. Codes b01, c19, and d14 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.